Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Insulin pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer stated insulin pump display was not blank less than 30 seconds and did not return. The customer was advised to insert new battery and the display did not return after pump restart and also advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.